Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure using an xi system, the intuitive surgical, inc. (Isi) technical support engineer (tse) identified recurrent error 1126. The errors indicated a communication issue over the hirose fiber, potentially located in the set up joint (suj) proximal. Error 1126 occurred on the suspected component during 40 power cycles in the past 30 days. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the touchpad and proximal setup joint (suj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint error 1126. In logs, error 1126 was confirmed indicating that the hirose fiber received power has fallen below the low warning limit. The proximal setup joint (suj) was installed onto a golden system where no faults occurred in normal mode. The unit functioned as expected. The suj was tested the proximal on a patient fixture test platform where it failed fiber power tests. The fiber optic cable was applied behavioral analysis tested and verified it to be the source of the fault. After testing was complete, visual inspection found no issues related to the reported event. Based on these findings, failure analysis determined the fiber optic cable to be the root cause for this issue. The touch pad was returned for analysis. Upon visual inspection, the screws on the front cover were loose. The unit was installed along with the arm instrument, and the touch pad was programmed onto a golden system and functioned as expected. The arms were controlled with no issue. The system ran 10 power cycles, but the reported issue was not replicated.

Event description:
Refer to h11 for follow-up information.